Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/17/2021, it was reported by a sales representative via email that an ar-1588rt-2j tightrope sutures would not slide. This was discovered during a procedure on (B)(6) 2021. Tightrope was stitched onto the graft. When the graft was passed and the button was flipped, the surgeon went to pull on the tightening sutures and they wouldn't slide. Surgeon had to cut the tightrope off the graft and pull the graft out. An ar-1588btb tightrope was used to complete procedure without further issues. Additional information received on 12/17/2021: this occurred during an acl reconstruction procedure.